Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical devices: unknown, unknown cup, unknown; unknown, unknown liner, unknown; unknown, unknown head, unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 11165, 0001825034 - 2017 - 11166, 0001825034 - 2017 - 11164.

Event description:
It was reported that the patient was revised approximately fifteen years post implantation due to pain. Attempts have been made and additional information on the reported event is unavailable.